Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars are leaking during procedures. Additional information and a product sample have been requested.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. According to the device history, no anomalies were found. The product was released based on MFR's acceptance criteria. No add'l investigation was required based on device history review. A complaint history examination indicated this was the fourteenth complaint received against the components of the reported final lot. The root cause for the defect experienced by the customer cannot be determined; however, due to an observed increased trend for this defect mode, a mfg root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).